Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, no product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 health effect - clinical code - e0706 asthma. H6 health effect - clinical code - e0612 ischemic heart disease.

Event description:
It was reported that the patient passed away. A medical supply company reported to dexcom that the patient's mother informed them that the patient passed away on (B)(6) 2025 while wearing a dexcom g6 sensor. The mother was reportedly concerned that the sensor may have contributed to her son¿s death. The mother had reportedly taken a picture of the screen. The ¿reader¿ located feet from his body, had a red notification that the sensor was not working, 3 minutes prior to his death. Contact was made with the medical supply company on (B)(6) 2026. It was reported that the causes of the patient¿s death were listed as asthma attack, seizure, stroke, and heart attack. The receiver has not been returned at this time for evaluation and no data is available in the dexcom cloud. A return goods kit has been sent to the patient¿s family to return the alleged receiver for investigation. A follow up report will be submitted if the device is returned and upon device investigation completion. The allegation and the probable cause cannot be determined. No additional patient or event information is available.